Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent sensing. Additional information was received and confirmed undersensing and micro dislodgement. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed the distal and proximal ends of spring electrode were separated from the lead body insulation. The medical adhesive was noted; the lead passed electrical testing and the tip and helix appeared intact and undamaged.